Event description:
Pt had been wearing the preference toric contact lenses since 1966 without difficulty. The pt uses the complete cleaning and disinfecting system, (wearing schedule and handling unk). New replacement preference toric lenses were dispensed to pt on 6/28/1999. The pt was experiencing some difficulties with the new perference toric contact lenses after wearing them for a couple of weeks. The pt sought medical attention from a local ophthalmologist. The md reported multiple ulcers had developed in the left eye. On follow-up exam 1 week later at the optometrist's office, pt had what was described as mild scarring peripheral cornea left eye with no impact on vision. The optometrist refit the pt with a higher water content frequent replacement lens. No further difficulties reported at this time.